Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer's blood glucose level has been running high.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.